Manufacturer narrative:
Evaluation of the returned left ventricular assist device confirmed the presence of thrombus. The pump was returned assembled with the driveline severed approximately 3 inches from the pump housing and a distal portion was returned measuring approximately 19 inches. Upon disassembly, visual inspection of the blood-contacting surfaces, including the sealed inflow and outflow conduits, revealed a red thrombus formation on the distal side of the inlet stator. The thrombus was adhered to the inlet bearing cup and the rotor bearing ball. The tissue appeared denatured and showed laminated layering, indicating that it formed in this location over an undetermined period of time while the pump was operating. Although a specific cause for the development of the deposition and the duration of its presence within the pump could not be conclusively determined, it would have created additional resistance on the spinning rotor and contributed to the pump power elevations captured in the submitted system controller log file. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that after over 2.5 years of support, an increase in pump power was observed in the system controller log file, and that the patient demonstrated unspecified symptoms. The pump was exchanged due to suspected device thrombosis. No additional information was provided.